Manufacturer narrative:
It is unknown if the thrombus was in the stent or adjacent to the stent, it was only reported as vrd thrombosis. It is unknown if there was thromboembolism but ischemic complication was reported. The patient does not have a history of hypercoagulation. It is unknown if the patient had any pre-existing neurological deficits and what the long term care is. The procedure was coil embolization assisted with stent enterprise vrd and delivery (enc452212/10103266) for internal carotid artery aneurysm that was heavily tortuous but the level of calcification was unknown. The product will not be returned for analysis and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
After placement of an enterprise vrd ((B)(4)) and completion of coiling of an unruptured internal carotid artery (ica) aneurysm, thrombus was noted with angiography. With medical treatment the thrombus disappeared with patency of the vrd maintained. However, there was an ischemic event; the patient developed aphasia and right sided paralysis. One week later the aphasia resolved without sequelae and the right sided paralysis was indicated as ongoing, improved. There is no information regarding the patient's medical history. The aneurysm was at the top of the ica with heavy tortuosity; level of calcification unknown. The unruptured saccular aneurysm neck was 5mm, and the neck to sac ratio was 5mm:7mm. The parent vessel size diameter proximal was 3.9mm and distally was 3.2mm. The modified rankin scale (mrs) score before the procedure was unknown. Antiplatelet therapy included cilostazol and ozagrel sodium was administered. Dosage and duration is unknown. There is no information regarding act, inr, pt and ptt. The occlusion rate of aneurysm was 100%. The enterprise was placed along the target aneurysm followed by coiling. At the end of the coiling vrd thrombus was noted. Unknown dosage of urokinase was administrated. On the same day of the procedure and one day post procedure it was confirmed via angiography and CT that the thrombus had disappeared and that the enterprise vrd was patent. According to the physician, the relationship of the event to the procedure was highly probable and to the vrd was also highly probable. It wasn't verified, but the physician was concerned that the possible cause of both the events was that the parent artery became compressed with the fully packed aneurysm or with the narrowing of the vrd lumen. The patient has been followed up but no additional information is available. (B)(4) reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10103266. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. Thrombosis and associated neurological ischemia, as outlined in the instructions for use, are known potential adverse events which may occur with the use of the enterprise vrd and the procedures they are used in. Although, based on the available information a definitive root cause cannot be determined, it is possible that patient, procedural, and pharmacological factors may have contributed. With review of the available information and the report that after resolution of the thrombus the enterprise remained patent, there is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
At the end of the coiling, the angiogram revealed a thrombus. The patient also developed aphasia and right-sided paralysis. The stent was placed along the target aneurysm and the coil embolization was performed. An unknown dosage of urokinase was administered to treat the thrombus. On the same day, the physician confirmed that the thrombus disappeared through angiography and the patency of the vrd was also maintained in CT. However, during that time, the patient developed aphasia and right-sided paralysis. On the following day, both thrombus and occlusion were not confirmed through angiography or in CT. As of (B)(6) 2013, the outcome of the aphasia was indicated as "resolved without sequelae" and the right-sided paralysis was indicated as "ongoing, improved." According to the physician, the relationship of the event to the procedure and the vrd were highly probable. It hasn't been verified, but the physician was concerned that the possible cause of both the events was that the parent artery became compressed with the fully packed aneurysm or with the narrowing of the vrd lumen. The patient has been followed up but no additional information is available for now. The unruptured saccular aneurysm neck was 5mm, and the neck to sac ratio was 5mm:7mm. The parent vessel size diameter proximal was 3.9mm and distally was 3.2mm. Mrs before the procedure was unknown. Antiplatelet therapy included cilostazol and ozagrel sodium was administered. Dosage and duration is unknown. No information regarding act, inr, pt and ptt. The occlusion rate of the aneurysm was 100%. The devices used during the procedure were not provided. It is unknown how many coils were placed in the aneurysm.